Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps related to the remote alarm connector during testing. The device's interface board was replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.